Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The insulin pump went blank. The customer replaced the battery but received a failed battery alarm. The customer had tried about 5 batteries but they did not work. The customer's blood glucose level at the time of the incident was over 400 mg/dl. The customer treated their high blood glucose with a bolus. The customer declined troubleshooting for the high blood glucose. The display returned during troubleshooting when the customer inserted a new battery. The customer was advised to monitor the insulin pump. The device will not return for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, off no power alarm, failed battery test alarm due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The customer called back after receiving a new battery cap. The customer stated continues to receive battery out limit alarm and then the screen goes blank. The customer was advised to discontinue use of the pump and revert to backup plan per health care professionals instructions. The device will be returned for product analysis.